Event description:
The instrument reportedly did not pipette sample/reagent and did not generate an error message. Instrument continuously generating 306 error for one sample tube position. No death or serious injury was associated with this incident.